Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed device was received in poor condition cracked reservoir cover, bent microswitch, and crack on the enclosure under the drain fitting, worn line cord. Old style components including the printed circuit board and drain fitting. Customer?s reported issue was duplicated. Microswitch was bent and did not activate during function check. The root cause of the reported issue was determined to have been caused by a faulty microswitch that had a blocked and stripped interlock. Actions taken to mitigate the reported issue: replaced microswitch assembly. UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date.

Event description:
It was reported that they encountered a bad microswitch. No patient injury reported.